Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 24-sep-2019 with the following findings: a review of the pump black box verified that the time/date reset to default settings after a pump reboot. During investigation, the time and date reset to default settings when rebooted. Investigation revealed the internal clock battery on the printed circuit board failed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a history/settings (time and date reset) issue. It was reported that the time on the pump was incorrect. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.